Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and bent and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. An x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant of this lead the helix was damaged and could not be retracted normally. The lead was returned for analysis. No adverse patient effects were reported.